Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00032: a facility reported that the mayfield modified skull clamp (a1059) slipped before being placed on a patient. No surgical delay has been reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - complaint confirmed via inspection of the unit. The ratchet extension was badly damaged and not sliding into the casting. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The ratchet extension was replaced due to severe damage on the unit received. General maintenance and cleaning required. New components were added to replace worn internal parts. Root cause - the ratchet extension was badly damaged and not sliding into the casting, the ratchet extension needed to be replaced. The lock also had movement and the unit required preventive maintenance and replacement of worn parts. Probable root cause includes rough handling and routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.